Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil migrated/one coil migrated to her bowel loop') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure pup three years ago alongwith thermal ablation". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding for two years"), procedural pain ("pain right after"), gastrointestinal inflammation ("intestinal inflammation") and intestinal obstruction ("three gi (gastrointestinal) blockages"). The patient was treated with surgery (hysterectomy (sparing ovaries) this january). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, procedural pain, gastrointestinal inflammation and intestinal obstruction outcome was unknown. The reporter considered device dislocation, gastrointestinal inflammation, genital haemorrhage, intestinal obstruction and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: device dislocation, gastrointestinal inflammation, genital haemorrhage, intestinal obstruction and procedural pain ¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil migrated/one coil migrated to her bowel loop') and genital haemorrhage ('bleeding for two years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure pup three years ago alongwith thermal ablation". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural pain ("pain right after"), gastrointestinal inflammation ("intestinal inflammation") and intestinal obstruction ("three gi (gastrointestinal) blockages"). The patient was treated with surgery (hysterectomy (sparing ovaries) this january). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, procedural pain, gastrointestinal inflammation and intestinal obstruction outcome was unknown. The reporter considered device dislocation, gastrointestinal inflammation, genital haemorrhage, intestinal obstruction and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: device dislocation, gastrointestinal inflammation, genital haemorrhage, intestinal obstruction and procedural pain ¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.